Event description:
It was reported that a patient with an Inflatable Penile Prosthesis (IPP) presented with a nonfunctioning device and an inability to inflate and deflate the device. A revision surgery was performed, during which the physician confirmed fluid loss within the system. The device was explanted and replaced. There were no patient complications.

Event description:
IT WAS REPORTED THAT A PATIENT WITH AN INFLATABLE PENILE PROSTHESIS (IPP) PRESENTED WITH A NONFUNCTIONING DEVICE AND AN INABILITY TO INFLATE AND DEFLATE THE DEVICE. A REVISION SURGERY WAS PERFORMED, DURING WHICH THE PHYSICIAN CONFIRMED FLUID LOSS WITHIN THE SYSTEM. THE DEVICE WAS EXPLANTED AND REPLACED. THERE WERE NO PATIENT COMPLICATIONS.

Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. WE COMPLETED A GOOD FAITH EFFORT TO OBTAIN THE INFORMATION. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) NUMBER AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED. THE DEVICE IS NOT AVAILABLE FOR ANALYSIS; THEREFORE, NO PHYSICAL ANALYSIS OF THE PRODUCT COULD BE PERFORMED. THE REPORTED DEVICE PERFORMANCE ALLEGATION CANNOT BE CONFIRMED. MECHANICAL ISSUE, DEFLATION ISSUE, INFLATION ISSUE AND FLUID LEAK ARE ACKNOWLEDGED WITHIN THE INSTRUCTIONS FOR USE (IFU) AND ARE NOT RELATED TO OFF-LABEL USE OR FAILURE TO FOLLOW INSTRUCTIONS.

Manufacturer narrative:
Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue, inflation issue, deflation issue, and fluid leakage are acknowledged within the Instructions For Use (IFU) and is not related to off label use or failure to follow instructions. A device history record (DHR) and ship history review were not completed as there was no lot number reported. A Risk Review confirmed that the event of Mechanical Malfunction (Leaks, Incomplete Inflation/ Deflation, Kinking) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the cause that contributed to the reported event cannot be established; therefore, a conclusion code of Cause Not Established was assigned to this investigation.